Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2017 with the following findings: a review of the black box indicated unexplained reboots, battery alarms following reboots, and a voltage drop resulting in a ¿replace battery¿ alarm. The returned battery cap was undamaged and was able to fully tighten. The pump powered on normally and current draws were within specifications. The alleged battery life issue could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the display was dim and discolored; the battery compartment was cracked; there was evidence of moisture contamination found inside the battery compartment; leak testing revealed a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).